Manufacturer narrative:
Data review was performed and found no issues with the system that would have caused the burn.

Event description:
Patient developed burns at the top part of the axilla. The patient is requesting an fse to go onsite to ensure the system is working properly.